Manufacturer narrative:
(B)(4). It was reported that the patient experienced multiple loops of small bowel adherent and recurrent incisional hernia,painful bowel movements ,pain, nausea and abdominal pain. It was reported that the patient underwent additional surgery and bard access was implanted and underwent revision of mesh on (B)(6) 2016. No additional information provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.